Event description:
(B)(4).the dealer stated that the actuator was not functioning properly, as it would automatically drop down by itself. There was no patient involvement, and no injury was reported.

Manufacturer narrative:
(B)(4). RMA has not been initiated for this issue. Model rpl450-1 battery powered patient lift, and serial number/date code are unknown. The owner's manual part number 1078987 rev. J (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device, and the maintenance history of the device is unknown. The malfunction has not been confirmed.